Event description:
The account alleged the hi/low function is drifting.

Manufacturer narrative:
The account found excessive grease on the hi/low drive assembly. The account cleaned the hi/low drive assembly to repair the bed.